Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the battery jumper wire was burnt. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint occurred when the user facility's biomedical engineer was replacing the batteries. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the biomedical technician (bmet) crossed some wires while replacing the batteries and had a short circuit. There was no patient involvement.